Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial tachycardia and atrial fibrillation episode due to far r-wave oversensing was observed on the implantable cardioverter defibrillator. The oversensing was noted on an electrocardiogram. The patient was asymptomatic and would continue to be monitored. No programming changes were performed.